Event description:
X-ray detected both spinal rods to be broken around l6-s1 area. Revision surgery was performed to remove sacral hardware. Pt outcome is good.

Manufacturer narrative:
The device history record was reviewed and no discrepancies were observed. The device was manufactured according to established requirements. Implant fracture is listed as a possible adverse effect on the package insert.